Manufacturer narrative:
The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during the turnover of the o.r, the battery pack of the used zimmer pulsavac exploded. The battery pack then smoked and became very hot to the touch. The battery pack was brought to the main o.r desk after the incident. About a minute after it had been left at the desk, the pack made a noise like a firecracker and a fine black powder was expelled from the battery in an 18 inch radius. The pack was removed from the front desk until it was cool and then sequestered to be examined by clinical engineering. It was reported by the staff in the o.r that the wiring had been cut from the pack prior to it exploding.